Event description:
It was reported the intraocular lens was explanted without complication 1 month after initial implant. Reason stated was the patient's refractive error.

Manufacturer narrative:
The intraocular lens was discarded at the surgery center after explant. The original implant was replaced with a lower diopter lens of the same model. In follow-up with the account it was confirmed the lens did not cause this issue, the cause was a refractive error. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens scrapped at the surgery center.